Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of the reported failure mode was conducted, and 52 samples were taken from the current production (material number 00196-35 lot # 3052033) at the manufacturing facility. The samples were visually inspected, and issue reported "leak - balloon cuff" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found that the cuff was leakage when using on patient. Then changed new one, no impact on patient". Patient condition reported as "fine".